Manufacturer narrative:
Follow-up # 2 date of submission 10/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2016 with the following findings: during investigation, a visual inspection of the pump revealed evidence of moisture visible behind display lens. The returned battery cap was unable to fully attach/tighten to the pump. All battery cap contact heights are out of specification. The battery cap contact widths were found to be within specification. The pump did not power on during testing. The pump black box download and performance testing was not able to be completed due to no power to the pump. A leak test failed due to a bolus button leak and case crack leak .the pump case was removed, and evidence of moisture throughout pump internally. No damage to power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power, there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.